Manufacturer narrative:
Failure event observed during analysis. A complete lead was returned in two segments and it was found to be stretched. Final analysis found an external insulation abrasion due to friction to another device or feature of the heart was noted breaching the ring electrode cable lumen at 2.7cm to 3.1cm from the distal tip. Visual examination revealed the ring electrode (re) cable and the etfe cable coating were not abraded in this location. The inner coil lumen was intact in this location. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.